Event description:
A lead extraction procedure commenced to remove two right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead due to cied system/pocket infection, redundant lead, and occlusion. Spectranetics lld lead locking device (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, the ra, lv, and one rv lead were removed. During extraction of the last rv lead, the glidelight device perforated the superior vena cava (svc) and rescue efforts began, including sternotomy. The perforation was repaired; however, the svc wall had become very thin, and there was difficulty in repairing. The patient was transferred to ICU, but unfortunately did not survive the procedure. This report captures the 16f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A5) patient ethnicity - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.